Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss, failed battery test, error 19, error 79, error 28 and error 2 noted. Pump error 53, error 63 and error 4 found in the device history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error and it restart and shuts downs and came back up. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump received multiple insulin pump error alarm in history. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind. Customer declined all troubleshooting for all insulin pump errors. Customer advised to revert to back up plan and discontinue the use of the insulin pump. The insulin pump will be returned for analysis.